Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts in the first distal row that were bent back proximally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and damage occurred. A 3.50x16mm promus premier¿ stent was advanced failed to cross the lesion. The device was pulled out from the patient. The vessel was dilated again and attempted to re-cross the calcified lesion and it was noted that the stent struts came loose on the distal end. The stent was inspected and another attempt was made to re-cross the device to the lesion. However, it would not go down and would not cross the lesion. The device was removed from the patient and it was noted that a couple of the stent struts on the distal edge while on the delivery system looked like loose and pulled forward. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon and damage occurred. A 3.50x16mm promus premier¿ stent was advanced failed to cross the lesion. The device was pulled out from the patient. The vessel was dilated again and attempted to re-cross the calcified lesion and it was noted that the stent struts came loose on the distal end. The stent was inspected and another attempt was made to re-cross the device to the lesion. However, it would not go down and would not cross the lesion. The device was removed from the patient and it was noted that a couple of the stent struts on the distal edge while on the delivery system looked like loose and pulled forward. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.